Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent olif surgery with 4.75 spinal system for lumbar degenerative scoliosis at l3-l5. During surgery, right l4 setscrew was stripped many times so a surgeon could not perform final tightening. The sales rep notified that changing the setscrew for new one to the surgeon and the surgeon changed it but it did not work too. The surgeon changed the set screw again, but it did not resolved the issue so he decided to leave the set screw without breaking it off. The surgeon commented he did not know the cause of the event because he did not perform compression nor remove a cap of tab to the end. Products were used in the patient. The event happened while tightening and attempting to break off set screw. Some force applied to the set screw, but unable to break-off and stripped. Two failed set screws were disposed at the hospital. No patient complications reported.